Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify back light anomalies, rewind anomalies, no excessive no delivery/occlusion alarm and low battery alarm due to no button response. No button error alarm during testing. Pump received with minor scratched lcd window and cracked belt clip slot. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches and cracks on the insulin pump, buttons were sticking, had no delivery alarms, and grinding noise during rewind process. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.